Event description:
Report one of two received of broken guidewires. Specific patient information was not available, but it was reported that a patient required central venous catheter placement in the ICU. During insertion, the guidewire was reported to have "broken off". The guidewire piece was able to be removed by the physician, and there were no reported incidents of guidewire fragments being left in the patient. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.